Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device showed battery good - 2.1 ohms with estimated longevity of 0.5 to 1 year. A month and a half later, follow-up revealed that the device went to elective replacement indicator 3 weeks earlier. The device is planned to be replaced within the next 2 weeks. No patient complications have been reported as a result of this event.